Event description:
It was reported that "the cuff did not inflate after intubating the tube into the trachea. The user extubated the tube and found that there was a hole on the cuff". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4), the sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports a visual examination of the returned device showed signs of contamination. No discoloration or design irregularities were found, and the graduation marks on the shaft were clearly visible. The inspection of the blue control cuff, neck plate and connector did not reveal any irregularities. The returned product was filled with air for an inflation and deflation test and checked for leakage in the water bath. A leak was found in the proximal area. The review of the device history record (DHR) of lot 20381 did not show any kind of irregularities or deviations. The performed tests confirmed a leak in the cuff of the returned device. A leakage was found in the proximal area. The tightness of the cuff in the usual position of the cannula was no longer given during the application of the product. However, the function of the balloon inflation system was given. During the manufacturing process, the products are checked several times for 100% tightness of the balloon system (final inspection: holding time when filled > 12 h). A manufacturing-related failure could not be identified. The complaint for leakage is confirmed; however, a root cause for the issue could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the cuff did not inflate after intubating the tube into the trachea. The user extubated the tube and found that there was a hole on the cuff". No patient injury or harm reported. Patient condition reported as "fine".